Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The status of the device was contaminated following use without a bacteriological filter with a confirmed covid 19 patient. The field service engineer (fse) replaced the cpu pcba, blower assembly, and a motor controller pcba to resolve the reported issue. The fse informed that the battery autonomy test was not carried out because storage out of sector; a plan to replace the battery is scheduled. The system does not meet the full specification for the performed service and is returned to use with limitation as accepted by the customer, no follow-up was requested.

Manufacturer narrative:
The mc and cpu boards were returned to the failure investigation lab (fi). A visual inspection of the boards revealed no evidence of damage or contamination. The fi technician installed the mc and cpu boards into a fi ventilator to duplicate the reported issue. The customer complaint was not verified. The returned cpu and mc boards passed testing. There was no fault found.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer called into technical support (ts) reporting that as soon the device is turned on, the device indicates "patient circuit obstructed", "turbine in neutral", "low inspiratory pressure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. It was found in the logs an error (1134) blower stalled or blower not running at required speeds. The v60 detects that the turbine cannot go up in the towers. A field service engineer (fse) has been dispatched for service.